Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) could not be confirmed through this analysis. Available information indicated that the when the patient got up and moved around, the vlock ac power cord became loose at the back of the mpu (serial number: (B)(6)). It was also communicated that the unit would be sent back to abbott for evaluation but to date, no products have returned. Multiple attempts were made to obtain product return information, log files, and information related to the power cord; however, no response was received. This investigation will re-open if product is received by abbott. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial number: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. The device history records indicated that this unit has the ac inlet with v-lock and was shipped with a v-locking ac power cord. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a connect power alarm was confirmed via testing of the returned unit. The mobile power unit (mpu), serial number (B)(6), was returned and evaluated at the pleasanton service depot. The mpu was connected to a test system controller and mock loop and the connect power alarms activated. The issue was isolated to the patient cable, the patient cable was replaced with test cables and the unit functioned as intended. The customer was sent a request for a purchase order to repair the unit. No response was received from the customer and the unit was returned to the customer unrepaired and marked as "not for human use". The root cause for the reported event was determined to be an issue with the patient cable of the mpu. Incidental findings: the mobile power unit (mpu) (serial number: (B)(6) returned with a superficial cut in patient cable. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications. The device history records indicated that this unit has the ac inlet with v-lock and was shipped with a v-locking ac power cord. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient got up and walked around, the mobile power unit (mpu) lost connection and caused alarms. Both battery lights were lit up. The patient changed outlets which did not resolve the event; and it was reported that audible alarm was heard over the phone. The patient was advised to check the plug in the back of the mpu. They unplugged and plugged that back in which resolved the alarm. The patient called back about 10 minutes later stating the yellow part of the plug came out of the back again after the patient moved as it appeared there was a defect with the cord that was used from the mpu to wall power. The mpu was replaced.